Event description:
A low reading issue was reported with the adc device. A caregiver reported that on several different dates, low scans of 168 mg/dl, 53 mg/dl, and 58 mg/dl when compared to a competitor meter results of 220 mg/dl, 272 mg/dl, and 284 mg/dl and the customer experienced ketoacidosis. The customer had contact with a healthcare professional who obtained an unspecified glucose result and provided antibiotics, potassium, insulin via a pump, and serum. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted